Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc), undersensing, low intrinsic amplitude, and high pacing thresholds. Technical services (ts) reviewed the device data and observed atrial undersensing, increased pacing thresholds, and a decrease in sensing since the implant. Ts recommended to perform a chest x-ray to evaluate the lead position. No adverse patient effects were reported. This ra lead remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc), undersensing, low intrinsic amplitude, and high pacing thresholds. Technical services (ts) reviewed the device data and observed atrial undersensing, increased pacing thresholds, and a decrease in sensing since the implant. Ts recommended to perform a chest x-ray to evaluate the lead position. No adverse patient effects were reported. This ra lead remains in service. Subsequently, this ra lead was explanted and the replacement procedure was successfully performed. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned.